Manufacturer narrative:
(B)(4).

Event description:
A customer reported that the coulter act diff2 hematology analyzer leaked less than 2 ml of diluted blood from the sample probe at the end of startup process. The fluid leaked onto the counter top and the stopper tops of sample tubes. The customer was wearing gloves and a lab coat at the time of the occurrence, and there was no report of injury or exposure to wounds or mucous membranes. Medical attention was not sought. The msds was not reviewed, but there is an exposure control plan in place at the facility. No erroneous patient results were generated and there was no impact to patient treatment. Beckman coulter customer technical support (cts) assisted the customer with troubleshooting via telephone. The customer bleached the waste pathway from the rinse block to the vacuum chamber (vc1), and resolved the issue. The field service engineer (fse) visited the site and found instrument was not leaking and could not replicate the leak. The fse verified the instrument performance.